Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the temporary pacing lead dislodged, and was free in the ventricle. The lead was revised, and no patient complications have been reported as a result of this event. The patient is part of the surtavi clinical study.